Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a device check. Review of electrogram revealed loss of capture in the ventricular lead. On (B)(6) 2018, the patient presented in the operating room for a generator change, but the lead remained untreated. The new device was programmed with a different lead output. On (B)(6) 2018 the patient was given a holter monitor and returned on (B)(6) 2018. Results of the holter monitor revealed there were no abnormal readings, no missed beats, and showed normal capture.

Event description:
Additional information received notes loss of capture on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient condition was stable before, during, and after the procedure.